Event description:
It was reported by a surgeon that he preferred to use the uncemented prosthesis instead of the cemented prosthesis that was initially supplied. Siw were also able to supply the device that the surgeon preferred.

Manufacturer narrative:
An event regarding surgeon's preference for an un-cemented verses cemented cadcam hip stem was reported. The surgeon initially requested, and was provided with, two options for the procedure, a cemented option and an un-cemented option. During the procedure the surgeon decided that he would prefer to use the un-cemented option and therefore did not use the cemented option. The procedure was successfully completed. The investigation concluded that there was no indication to suggest a non-conformity. At the surgeons request two options were provided for the procedure and during the procedure the surgeon decided that the un-cemented option would be the option he would use for this case. There was not an adverse event or a product problem. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Siw will continue to monitor for trends. Custom distal femur corrected to cadcam hip. Distal femur implant corrected to limb salvage system..

Event description:
It was reported by a surgeon that he preferred to use the uncemented prosthesis instead of the cemented prosthesis that was initially supplied. Siw were also able to supply the device that the surgeon preferred. This is a supplemental report to 3004105610-2014-00205 ((B)(4)).

Manufacturer narrative:
Review of the complaint details confirmed that the surgeon had a preference of which stem to use, but there was no device failure or malfunction reported. A review of the manufacturing history confirms no non-conformances were identified. Requests are being made for add'l info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular distal femur (B)(4).